Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. As received, the rear therapy electrodes were missing. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled from the strain relief, damaging wires in the cable. The root cause for the missing therapy electrodes was physical abuse. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functional testing.